Event description:
It was reported that during reprocessing a mega suturecut needle driver instrument, fibers on the end of instrument were showing. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The customer initially reported fibers showing at the end of the instrument; however, for clarification, the nonconformance was a broken grip cable. The broken grip cable stuck out at the instrument's wrist. The idler pulley spun freely and exhibited pulley rim damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.